Event description:
It was reported that the touch screen became unresponsive when attempting to unlock the pump. Customer was unable to load a new cartridge and had high blood glucose levels (500 mg/dl).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.